Manufacturer narrative:
Investigation of returned device revealed that the guidewire was broken off at approx 8mm for tip end. Sem observation revealed the trace of breakage by rotational force. Lot history review revealed no anomaly relating with the reported event. With the obtained info and the outcomes of the investigation, it is inferred that excessive rotational manipulation might be applied to the guidewire, of which distal end was caught in the heavily calcified cto lesion, resulting breakage of the guidewire due to the accumulated rotational force that exceeded the product design limit.

Event description:
When the confianza pro guidewire was advanced to cross the heavily calcified cto lesion at #2 - #3 of rca, tip of the guidewire was trapped by the lesion. When the removal of guidewire was attempted, tip of the guidewire was broken off at the lesion. Pci was continued with other guidewire, and the lesion was treated with implant of a stent. Tip of the separated guidewire was fixed with this stent against the vessel wall. Pt was released 4 days after.